Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported that he experienced low blood glucose and the paramedics were called. Customer stated he was sleeping and regained consciousness in the morning. Blood glucose value was 31 mg/dl. Customer did not go to the hospital. Customer stated that he knows the cause of the hypoglycemic event was not due to the insulin pump because the infusion set had come out at night. Nothing further reported.